Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular (rv) lead exhibited high capture thresholds. X-ray confirmed the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.